Manufacturer narrative:
(B)(4).the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during drain 2. The caregiver (cg) stated that the home patient (hp) took some sleeping pills and pulled apart the patient line from the transfer set during the drain. The cg stated the hp drained out all over the floor. The cg stated he/she put a minicap on the hp. The technical service representative (tsr) advised the cg to cycle power. The cg confirmed to restart the setup with all new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The caregiver (cg) stated that the home patient (hp) took some sleeping pills and pulled apart the patient line from the transfer set during the drain. The homechoice apd systems patient at-home guide instructs users how to emergency disconnect for a short time period. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).